Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported the clip on the hematocrit saturation probe was broken. No other details regarding the nature of the event were provided. Since the event occurred after a cardiopulmonary bypass procedure, there was no patient involvement during this event.